Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for approximately two days for the event. On an unreported date during hospitalization, the patient began treatment for the peritonitis with unknown antibiotics (dose, frequency and route not reported). On an unreported date, the patient was also treated for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported). At the time of this report, the patient remained hospitalized for the event, the peritonitis was resolving, the patient was recovering and dianeal therapies were ongoing. The action taken with extraneal therapy was not reported. No additional information is available.